Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "plunger is very hard to push" (delivery system failure [plunger]). Ophthalmic surgeon reports the plunger rod is very hard to push. Three syringes are available for investigation. No pt harm and no pt identifiers.

Manufacturer narrative:
Preliminary analysis revealed no remarks related to this issue have been reported in the batch record. A functionality test was performed during the mfg process; the result was satisfactory. No other complaints have been reported in this lot number. Samples have been sent to the supplier for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).